Event description:
Boston scientific neuromodulation (bsn) received inormation about an event on (B)(6) 2017, that would have been reportable under 21 cfr 803, medical device reporting within our complaint system. The information received stated that the patient will undergo explant due to ipg pocket pain. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).